Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6) - ((B)(6)) it was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The valve got partially re-sheathed 1 time due to implant being too low. The final implant depth at non-coronary cusp (ncc) was 4.5mm and left coronary cusp (lcc) was 7mm. Overnight, the patient experienced regularized atrial fibrillation, resulting in a prolonged hospitalization. On (B)(6) 2026, a permanent pacemaker was implanted. The patient was discharged the following day.

Manufacturer narrative:
An event of atrial fibrillation, heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported atrial fibrillation is likely caused as a postoperative complication. The cause of the reported heart block could be due to procedural circumstances. However, this could not be confirmed. The reported hospitalization and surgical interventions were result of case specific circumstances as permanent pacemaker was implanted and patient was admitted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.